Event description:
The pump was returned for service reporting that it turned on by itself. The pump was not in use at the time of the reported condition. No patient injury was reported. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.